Event description:
The customer reported intermittent "iris too large" error on c-arm. No pt injuries were reported.

Manufacturer narrative:
The ge service rep substituted open wire with spares at collimator end. All checks good.